Manufacturer narrative:
(B)(4). (B)(6). This is a report of a use error, where the patient tried to swap solution bags connected to the disposable cassette with set during automated peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient tried to disconnect two solution bags to swap them during an unspecified step of peritoneal dialysis therapy on the homechoice machine. The technical service representative (tsr) assisted the user in turning off the homechoice machine and ending therapy. The tsr advised the user to restart therapy using new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.